Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited radio frequency (rf) telemetry anomaly. The patient presented to the clinic and a firmware download was successful and the rf telemetry was restored. The patient would be followed-up normally. The patient's condition was stable with no ill effects.